Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic sigmoidectomy. According to the reporter: after firing the ppceea31, the device could not be removed. The surgeon removed the handle and the anvil remained on the anastomosis. To remove the anvil the surgeon converted to an open procedure. The surgeon resected additional tissue and performed the anastomosis again to correct the problem. There was unanticipated tissue loss and tissue damage. There was no bleeding reported in excess of 500 cc. The case was extended by more than 30 minutes; no adverse event was reported as a result of the delay in surgery. No reinforcement material was used.